Event description:
It was reported that the patient had a fever and was subsequently diagnosed with an infection and meningitis. The patient also experienced drug withdrawal with the following symptoms: sweating, increased tone, increased blood pressure, and tachycardia. The primary location of the infection was the device pocket. A culture was taken of the device pocket in 2007 and revealed proteus mirabilis. A cerebral spinal fluid culture was taken two monthslater and revealed pseudomonas aeruginosa. A blood culture was also taken, but the date and result were not reported. The patient was treated with both unspecified oral and intravenous antibiotics. The total device system was explanted. The patient outcome was reported as "ongoing." The pump was used to deliver lioresal. See manufacturer's report #3004209178200704608.